Event description:
The customer reported that there is physical damage to the insulin pump. The insulin pump was dropped and it is cracked wide open. The blood glucose reading was 136 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.